Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was unable to lock in place. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. The customer states that the reservoir lip was cracked and the area around the reservoir compartment was falling off resulting in reservoir unable to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The reservoir does not stay locked in place due to the reservoir tube lip completely broken off. Device to perform displacement test due to broken reservoir tube lip.